Event description:
Litigation papers allege patient suffered permanent physical injuries; past, present and future pain and suffering; disfigurement; excessive levels of chromium and cobalt. Patient is currently working on scheduling revision surgery. Update: 2/6/12 - the sales rep has reported the revision surgery. It was noted that physician was removing all asr implants. However, patient did show signs of blackening of the tissue.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege patient suffered permanent physical injuries; past, present and future pain and suffering; disfigurement; excessive levels of chromium and cobalt. Patient is currently working on scheduling revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.